Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.additional information received on 1/29/2010:rep reviewed loading technique with the scrub tech, who believed she loaded the stapler properly, and demonstrated what could happen if the device was not loaded correctly. According the surgeon, the 45mm stapler deployed some staples that were incomplete but mostly severed the pulmonary artery without laying staples. Actions were taken to secure the patient. Using the atw35, the first firing went fine. On the second firing he made certain the stapler was loaded properly. He fired fully only on another vessel only to have a failed staple line which lead to another bleeding incident.received the following information on 2/2/2010:spoke with [the surgeon] briefly this morning to get some further information. He mentioned that he didn't feel any unsual tension when firing both staplers; he did mention instead of having three rows of staples on each side there was only one row of staples on each side.

Event description:
It was reported that during a lobectomy procedure, on the first firing of the cts45, the device was fired across the pulmonary artery and the staples were not fully formed. The cartridge dislodged from the jaws of the device. It was retrieved. On the second firing of the atw35 device, the device was fired fully across the vessel. The staples did not form properly. The patient had a blood transfusion due to bleeding. The exact amount of blood product administered is not known. It is unknown how the procedure was completed. There was no buttressing material used. Unknown if there was an issue with closing or opening the devices, or firing across existing clips or staples. Both devices were articulated. The patient is currently in recovery.